Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a huge pocket hematoma that was opening up the stitches. The lead parameters had changed and increased threshold. The pocket was opened and the hematoma was evacuated. The lead was repositioned and still in use. No further patient complications have been reported as a result of this event.